Event description:
It was reported that the ilet pump¿s screen brightness was very low and difficult to see since receipt, despite full charge, restart, firmware update, and removal of external cases, and that brightness was ultimately improved by performing the screen brightness cycling procedure; the issue involved difficulty reading the display and relates to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related problem that resulted in the display being difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.